Manufacturer narrative:
H3: product analysis of part#nav2020 ; lot# ca14j034 visual and optical examination identified it appears that part of the driver's tip has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding an event happened during intra-op of the reported instrument. Pre-op diagnosis of patient was stenosis. It was reported that, the instrument was broken while inserting screw for transforaminal lumbar interbody fusion. The levels planned were l4-s1. There were no patient symptoms reported, no additional treatment or surgery performed as a result. No further complications reported.